Manufacturer narrative:
Failure analysis noted that the insulin pump had intermittent button response due to corroded keypad traces. There was no moisture damage inside the pump. The pump had scratched lcd window, cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 5.4 mmol/l at the time of incident. The customer stated that the pump was submerged in toilet water and the buttons started to respond intermittently. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.